Event description:
It was reported that during a sigmoid colon resection they to open the stapler and it broke into two pieces. There were no patient adverse event.

Manufacturer narrative:
(B)(4) date sent: 2/18/2026 d4: batch # 515d36. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the glc80 was received with a cracked anvil shroud and the clamp arm pivot pin and the dowel pin detached and returned inside a plastic. No reload was present. During the visual inspection, the internal tab of the anvil shroud was damaged (bent). Also, it's possible that the pivot pin and the dowel pin fell out when the anvil shroud was damaged. No functional test was performed due to the condition of the device. The proximal end of the anvil shroud was reviewed and the witness marks were present. Witness marks indicate the device was misclamped without having the device halves locked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 515d36, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. What part of the device was broken? Unknown which part was broken on the device as it was wrapped in biohazard bag after being used. Did the damage occur right out of the packaging, during loading/unloading, or in the operative field? During loading and unloading. What part of the device was broken? Did the damage occur right out of the packaging or in the operative field? Right out of the packaging did any pieces fall into the patient? No if yes, were they retrieved? N/a will all pieces be returned with the device? Yes if no, were they discarded? Will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.